Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedances. The physician performed defibrillation threshold (dft) testing, where the test was successful at 41j with an impedance of 92 ohms. Current plan was to continue to monitor the patient. Further information was received that the rv lead continued to exhibit the on going out of range shock impedance measurements. A dft was performed and a code 1005 indicative of an open circuit condition detected during shock delivery was displayed. The impedance measurements post shock were 142 ohms. Boston scientific technical services (ts) recommended lead replacement. No additional adverse patient effects were reported. At this time, this device system remains in service. Additional information was received that this device was explanted and replaced. No additional adverse patient effects were reported. It is not expected to receive this product for analysis since it was retained.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedances. The physician performed defibrillation threshold (dft) testing, where the test was successful at 41j with an impedance of 92 ohms. Current plan was to continue to monitor the patient. Further information was received that the rv lead continued to exhibit the on going out of range shock impedance measurements. A dft was performed and a code 1005 indicative of an open circuit condition detected during shock delivery was displayed. The impedance measurements post shock were 142 ohms. Boston scientific technical services (ts) recommended lead replacement. No additional adverse patient effects were reported. At this time, this device system remains in service.